Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited helix damage at time of insertion into tortuous patient anatomy. The lead helix would not fully extend or retract. A different rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited helix damage at time of insertion into tortuous patient anatomy. The lead helix would not fully extend or retract. A different rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.